Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reports laser stopped during treatment, on one prk case. On follow up communication it was reported that laser stopped twice during one treatment, and the second interruption was preceded by an energy error message. System was rebooted and the energy check was performed after which the case was completed. Surgeon was contacted to understand post operative status and he stated patient was doing well, as expected after prk, and comfortable. No other patient outcome information was shared.